Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. The specific root cause of the faulty patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of no image with 180 scopes due to a faulty patient board set. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center produce no image when plugged into the clv-190. The monitor was showing the outer perimeter of the image but no actual scope image. After troubleshooting, the scope slide produces some changes but not a good image. Customer also tried a second maj-1430 there was no change in the image issue. There was no harm or user injury reported due to the event.